Event description:
It was reported the g7 straight shell inserter and g7 shell would not disengage from each other. After forced removal, a larger shell was used and implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110003450- g7 str monoblock shell insrtr- 338490. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01911. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product is in process of being returned.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. One g7 pps ltd acet shell 50d item# 010000662 lot# 7035097 was returned and evaluated. Upon visual inspection there is damage to the thread of the center hole. Due to this damage no further analysis was completed. The inserter was not returned. No change to root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell and instrument to be locked together as reported. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.